Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to a high blood glucose of 582 mg/dl. The customer experienced symptoms related to her high blood glucose level such as nausea, vomiting, shaking, and weakness. The customer was alleging that the insulin pump was under delivering. She was assisted in troubleshooting. The customer was treated with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test an delivery accuracy test at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).